Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged cable or wires exposed) has been confirmed. Upon evaluation, the electrode belt was unable to communicate with a monitor causing the service code 204. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable connector. Additionally, the trunk cable connector showed signs of physical abuse. The root cause for the open wire could not be positively identified but is likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.